Event description:
(B)(6) received information that prior to the attempted implant of a (B)(6) transcatheter bioprosthetic valve in a patient with a previous surgical aortic valve replacement (manufacturer unknown), a pre-implant balloon aortic valvuloplasty (bav) was performed. The manufacturer of the balloon is unknown. During the bav, the patient developed ventricular tachycardia and ventricular fibrillation due to a mean gradient of 120 mmhg and a valve area of 0.4 cm2. The patient was defibrillated multiple times, but was unable to convert to sinus rhythm. A left ventricular assist device (impella) was inserted and extracorporeal membrane oxygenation (ECMO) was initiated; however, lifesaving attempts were unsuccessful and the patient subsequently died. Of note, the (B)(6) device was never inserted into the patient's body. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).